Manufacturer narrative:
No sample and/or system information were provided. The event occurred two months ago and was not reported to bci at the time of occurrence. Service engineer contacted the customer upon notification of the event. Service call was not generated or requested. Root cause is unknown.

Event description:
A post-mod glucose modular glucm) customer contacted beckman coulter inc. (Bci) in regards to ten erroneous glucose modular (glum) results generated on the unicel dxc 800 pro synchron chemistry analyzer units. The results were both low and high over a period of seven various days ranging from (B)(6) 2011 to (B)(6) 2011. A separate MDR will be filed for each date. The samples were not reported out of the laboratory. The result of the sample reported in MDR 2050012-2011-01967 was erroneous high. The sample was repeated and lower results were obtained. Patient treatment was not impacted by this event. The customer runs in duplicate mode and verifies the result prior to reporting. The remaining events will be covered under MDR #s: 2050012-2011-01889, 2050012-2011-01968, 2050012-2011-01969, 2050012-2011-01970, 2050012-2011-01971, 2050012-2011-02064.